Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device history review- part: 04.168.280s; lot: 1l47559; manufacturing site: (B)(4). Release to warehouse date: 17. September 2018. Expiry date: 01. September 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for femoral neck fracture with femoral neck system (fns). After the patient started rehabilitation under the monitoring by x-rays, the hospital confirmed that the patient¿s femoral neck was shortening and crushing. No device malfunction was noted. The patient reported pain and there was a possibility of non-union. The patient was revised to a different device system on an unknown date. This is report 1 of 4 for (B)(4).